Event description:
The customer stated, that she had tested her blood glucose and received a reading of 140 mg/dl, which was high for her. She then got out of bed and fell into the doorway, injuring her head. She was taken to the hosp and watched for a week. The customer could not recall any other info about the event. The meter is to be returned for evaluation, and a replacement meter will be sent.